Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2025, the patient underwent an endovascular procedure utilizing the gore® tag® thoracic branch endoprosthesis (tbe) and the gore® dryseal flex sheath. It was reported that the patient's anatomy could not accommodate a 24f or 26f sheath. The initial plan involved placing a 40 x 8 x 15 tbe device; however, upon testing at the back table with a 22f sheath, it was determined that the device would not fit. As a result, the physician downsized to a 37 tbe. The original device was not introduced into the patient. At the conclusion of the procedure, a rupture of the external iliac artery was identified. To address this, the physician deployed two gore® viabahn® endoprostheses (8 x 50 mm and 8 x 10 cm) to seal the rupture. A surgical cutdown was then performed at the common femoral artery (cfa), where an arterial patch was placed and sewn to the existing viabahn graft. The physician believes none of the gore® devices contributed to the rupture. The physician believes the patient's small vessels contributed the rupture.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include vascular trauma (rupture).